Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The flow sensors were replaced, resolving the reported complaint.

Event description:
The hospital reported that, during a preoperative checkout, there was a discrepancy noted between set and delivered tidal volume. There was no report of patient involvement.